Event description:
Customer reported to beckman coulter, inc. (Bec) that chloride (cl) failed to calibrate on the unicel dxc 600 synchron system. Bec customer technical specialist (cts) assisted the customer to troubleshoot the issue. Customer reported that she found the cl electrode was loose and the leakage coming from the cl flowcell port the cts instructed the customer to retighten the electrode, prime and then recalibrate. Customer reported that cl calibrated fine after the troubleshooting. Customer reported that there erroneous results were not generated or reported outside the laboratory. Customer reported that patient treatment was not altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).